Event description:
It was reported returning to the ward following placement, its correct functioning was checked with a pre-filled 10ml syringe of saline. The needle free connector catheter was found to be leaking fluid. Situation present even when replacing the needle free connector (both positive and neutral pressure). Replacement of the vascular catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy0980 showed seventeen other similar product complaint(s) from this lot number. Device not returned.